Manufacturer narrative:
A getinge field service engineer (fse) assisted the biomed via phone conversation, with resetting the 6 month timer for the battery maintenance reminder which resolved the issue. The unit was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) unit has battery issues. There was no patient involvement reported.